Event description:
The etco2 alarm began going off and the patient looked like they were breathing over their normal range of rates. The respiratory therapist noted the screen appeared to be glitching with the expiratory hold repeatedly going on and off. The respiratory therapist attempted to "x" out the expiratory hold, but the ventilator would not respond. The patient desaturated and as the team prepared to bag valve mask, the ventilator went back to normal on its own. Our biomedical engineers assessed the machine and found that it was able to pass all checks without being able to duplicate the issue.